Event description:
Pt received fentanyl IV for sedation for endoscopy. Fentanyl administered IV in divided doses without difficulty. When attempting to remove the carpuject handle, it was noted that the inside of the carpuject appeared cracked. Glass/crystallization in carpuject. Dose or amount: 100 mcg, frequency: one dose, route: IV. Is the product compounded? No. Is the product over-the-counter? No.